Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, faded serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no unexpected pump errors/alarms noted 1 week prior to the event date 22-may-2023 in the pump history file (primary svn: (B)(6). Please see below for the pump errors/alarms noted 1 week prior to the event date 20-feb-2023 in the pump history file (svn: (B)(6). On (B)(6) 2023 06:00:13.000 alarm alert notification. Fault number = motor processor communication alarm (3). On (B)(6) 2023 06:10:00.000 alarm alert notification. Fault number = motor processor communication alarm (3). History file analysis confirmed pump error 54 on (B)(6) 2023 at 06:00:11.000 (line number = 1421, file number = (B)(4) and pump error 3 on (B)(6) 2023 at 06:00:13.000 and at 06:10:00.000 due to software error. Pump error 3 confirmed. Pump error 54 confirmed. There were no unexpected pump errors/alarms noted 1 week prior to the event date 20-may-2023 in the pump history file (svn: (B)(6). The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Pump error 3 confirmed in the history file. Pump error 54 confirmed in the history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 520 mg/dl at the time of the event. The customer was treated with an insulin pump and manual injection. It was also reported that the customer had moderate ketones. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The smartguard/auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the device and the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.